Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue but unable to duplicate. The battery pins were replaced as a precaution and all nuts tightened. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly lost power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.